Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 3mmol/l. Customer reported the device was exposed to moisture. During the call customer stated he pressed buttons and the device went back to regular menu. Customer stated he would call back if he continued to have issues with the device. No further information reported.